Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump isn¿t working at all and that there is moisture behind the screen. The customer¿s blood glucose is 100 mg/dl. He said that the keypad is non-responsive. During keypad anomaly troubleshooting, the customer was advised to observe time clock for one minute to verify if time advances and he said that the screen is blank. Customer stated that there was moisture on the screen. During exposed to fluid troubleshooting, the customer said that the type of fluid is unknown and that it is under the lcd display. The customer said that the pump is now alarming and that there is a number 7 on the screen with a constant tone. The display also showed non-symbols as well. During blank display troubleshooting, the customer stated that the display returned. He was unable to fully troubleshoot because of the moisture damage. During beep/vibrate anomaly troubleshooting, the customer stated that he received a constant tone. He was advised to perform a 5 minute pump rest. After pump rest, constant tone was gone. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics and motor assembly. No audio/beep anomaly noted. Unable to confirm keypad anomaly and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.